Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Event description:
It was reported that the patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to loosening. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.